Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of thrombosis is listed in the xience alpine everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2022, a 3.50x33mm xience alpine drug eluting stent (des) was implanted in the moderately calcified, mildly tortuous, 90% stenosed lesion in the mid-right coronary artery (rca), with good results and a timi flow of 3. On (B)(6) 2022, over two months post stent implantation, the patient experienced stent thrombosis in the implanted 3.50x33mm xience alpine des. The patient was re-hospitalized and another stent was implanted for treatment, resolving the event. There was reported adverse patient sequela. No additional information was provided.